Manufacturer narrative:
(B)(4).

Event description:
It was reported that high voltage impedance measurements were not recoverable from the device. Further testing was recommended, and the device remains implanted.